Event description:
Covidien received a customer mandatory report stating ventilator was alarming "circuit disconnect". A new circuit was placed on the ventilator. A new message was displayed "unable to detect o2 flow". Patient was not in any distress while changing the ventilator- patient was bagged with 100% during the change. A third party organization services the device.

Manufacturer narrative:
Multiple attempts have been made to get the correct ventilator serial number. This issue is still under investigation. A follow up report will be submitted when new information becomes available. (B)(4).